Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pierced lip. Brush head came off when husband was brushing teeth and the sharp end pierced top lip. Metal head which the toothbrush fits on has sheared off / brush head came off when husband was brushing teeth / brush head slipped off due to the metal shaft snapping. Case description: a female reporter explained via e-mail on 04-jan-2017 that the metal head of the oral-b power rechargeable toothbrush handle pro crossaction 3764 (bluetooth oral-b triumph professional care) which the oral-b brushhead, version unknown fits on had sheared off. She stated that it was more than wear and tear as the metal had sheared off. She purchased the toothbrush in late 2015. No symptoms were reported. On 05-jan-2017 received wife's follow-up e-mail: the wife reported that the type number on the toothbrush was 3764. She explained that it had never been dropped or misused, and the brush head came off when her husband of unspecified age was brushing his teeth and the sharp end pierced his top lip. She attached photographs of where the toothbrush was damaged. The case outcome was unknown. No further information was provided. On 20-feb-2017 received wife's follow-up e-mail: the wife reported that the brush head slipped off due to the metal shaft snapping. She stated that it had nothing to do with the brush head, and that the problem was with the shaft. She asserted that she had not kept the brush head. No further information was provided.